Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/28/2014 with the following findings: there was a loss of prime with zero force recorded in the black box history. The black box also revealed a no cartridge detected alarm. There were no loss of prime warnings during investigation and the force sensor calibration reading was within specification. The pump was opened and a trace on the force sensor flex cable was cracked. The battery cap was not returned, so a test cap was used to complete the investigation. The cartridge cap was returned and used to complete testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.